Event description:
Customer alleges elevate motor continued to run in the down position unit it was unplugged. Also, allegedly the elevate actuator will not rise up the seat. Qt (B)(4). No injury alleged.

Manufacturer narrative:
Reviewed as part of CAPA (B)(4) - (B)(4) did not review all no MDR query results. This complaint will be filed on as a result of the retrospective review. No RMA had been initiated for this issue. Model tdxsp-mcg, serial number/date code (B)(4) was approximately 3 years old at the time of the incident. The owner's manual part number 1143190 rev f (apr-08) was issued with this device. The owner's manual could also be found on-line at invacare.com. It is unknown if the consumer had fully read and understood the owner's manual. Documentation provided warnings, cautions, and instructions for safely using the device. If the consumer did not understand the written warnings, cautions or instructions then they should have contact invacare. The consumers age, height and weight are unknown. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.